Manufacturer narrative:
Patient identifier, date of birth and weight is not available for reporting. This report is for one (1) unknown screw. UDI: without a valid part and lot number, the UDI is not available. Part of the screw remained in the patient¿s bone; device not considered fully explanted. Device is not expected to be returned for manufacturer review/investigation. Patient code is reported to capture the need for medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had revision surgery on (B)(6) 2017 due to a non-union and hardware failure involving an unknown humeral nail and unknown screw. The patient was originally performed on an unknown date. Reportedly, the humeral nail migrated post-operatively and become prominent into the humeral head although the reporter did not know whether the patient had symptoms of pain. The patient was diagnosed with a non-union that was confirmed by x-ray. The humeral nail was removed and a new plate (non-synthes) was implanted. Reportedly, (1) screw broke post-operatively and the screw head was removed but the screw shaft was retained in the patient at the surgeon¿s discretion. An x-ray was taken that confirmed the device fragment. The procedure was successfully completed. No surgical delay was reported. The patient status is stable. This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).